Manufacturer narrative:
Analysis was performed to the returned device. The reported insufficient information was observed as a needle cuff disengagement. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported difficulties and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or needle/suture pulled beyond point of tautness or inability to maintain position/stability of the device during deployment is due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: model and catalog updated from unk proglide to 12673-03. D4: lot number updated from unknown to 4040442.

Event description:
This was reported as an arteriotomy closure of the common femoral artery using a proglide device relative to a procedure. Reportedly, an unspecified issue occurred with the footplate. A cutdown was performed to suture the artery to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.